Manufacturer narrative:
The pump passed the displacement test and no unexpected pump error was noted. The sleep currents were within specification. The pump was monitored without the battery for ten minutes. After re-inserting the battery, no unexpected power loss alarms were noted. The low battery alarm was not noted on the long history file. The ump was returned for power error alarms. The detailed trace analysis did not confirm that the alarm was triggered. The backup battery unloaded voltage did not drop below 3.7v for 240 consecutive minutes. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer received a pump error 25 every four hours. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.